Manufacturer narrative:
Section h6: medical device problem codes corrected manufacturer's investigation conclusion: evaluation of the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed thrombosis. (B)(6) was returned assembled with the pump cable severed approximately 6¿ from the pump housing. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft and sealed outflow graft bend relief were not returned. The apical cuff was not returned. Upon disassembly of the returned device, examination of the blood-contacting surfaces revealed a thrombus formation situated in the eye of the rotor. This formation's texture and color appeared consistent with an ingested thrombus. The origin of this thrombus could not be determined through this investigation. The events captured in the submitted and retrieved log files are also consistent with a thrombus being ingested into the pump during support. Visual examination of the pump¿s remaining blood-contacting surfaces revealed no evidence of adhered or developed depositions or thrombus formations. The pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 1 of the IFU also addresses pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the pump was exchanged on (B)(6) 2024 due to device thrombosis. A sudden decrease in pump flow occurred, and very low speeds on the inflow and outflow cannula were noted on an echocardiogram (echo). There was suspicion for ingestion of thrombus. The patient was in the ICU recovering. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
B1 correction, b2 correction, h1 correction, h6 correction: health effect clinical code, health effect impact code. No further information was provided. The manufacturer is closing the file on this event.